Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent damage was noted. The 99% stenosed lesion was located in a moderately tortuous distal left anterior descending artery. The promus element, mr ous 2.50 x 16 mm, was unable to cross the lesion. They removed the device from the patient and it was noted that the distal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.